Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged unexpected battery power loss found on (B)(6) 2023. Pump received with partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. Pump passed self test and active current measurement. Pump failed sleep current measurement due to high current reading, problem isolated to corroded battery tube. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, rapid decay of external aa battery was noted, problem isolated to corroded battery tube. Verified the pump alarmed low battery alert on 01/05/2023 at time 12:37:00.000, battery removed on 01/05/2023 at time 17:52:06.000, change battery fault on 01/05/2023 at time 17:13:00.000, and failed battery test on 01/05/2023 at time 17:51:55.000 were all found in the history files or traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage to the electronic assembly, motor, or force sensor. However, corroded battery tube was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), partially broken retainer, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unexpected battery power loss confirmed due to high sleep current, problem isolated to corroded battery tube. Reservoir unable to lock into place due to partially broken retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was replace battery alert and a low battery alert on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the second occurrence of low battery alert and replace battery alert in less than 8 hours. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.